Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of a emerge balloon catheter. The balloon was loosely folded. There was contrast in the inflation lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. There was hypotube kinks 7.5cm and 20cm from the hub. There was tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Functional testing was completed using a thruway .014 guidewire, as the guidewire used in the clinical event was not returned for analysis. The thruway guidewire was advanced through the tip and guidewire exit notch. No resistance was felt. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left circumflex artery (lcx). A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, it was noted that the guide wire became stuck with the balloon catheter. The procedure was completed with another emerge balloon catheter using the same guide wire. No patient complications were reported and the patient's status was good.